Event description:
According to the report pt was awakened while experiencing a seizure. Paramedics were called and the pt was admitted at the hospital due to low blood glucose. Customer accidentally pushed the lower button, resulting in a bolus of 9.9 units of insulin.